Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level went up to 460 mg/dl. The customer was fasting. The customer treated his blood glucose level with the insulin pump. The high pressure test passed. The device was not returned.